Manufacturer narrative:
Initial trend analysis for lot 60406 was conducted, no malfunctions were found. This is the only complaint for lot 60406. Further investigation will be conducted to determine the root cause of complaint.

Event description:
A representative for remedi seniorcare reports that when using easytouch safety pen needles item number 830536 lot 60406 the safety pen needles are not completely injecting the insulin dosage into the patients. Several users of the pen needles report that the needles are loose, leak and leave a small amount of insulin remaining in the safety mechanism of the product.

Manufacturer narrative:
Based on the reserved lot investigation of lot 60406, no abnomaltities were found with the product. However, the circumstances of the complaint was traced to inadequate instructions of device use and in the future the IFU will be modified to further establish techniques for controlling the use of the safety pen needles.

Event description:
A representative for remedi seniorcare reports that when using easytouch safety pen needles item number 830536 lot 60406 the safety pen needles are not completely injecting the insulin dosage into the patients. Several users of the pen needles report that the needles are loose, leak and leave a small amount of insulin remaining in the safety mechanism of the product.

Manufacturer narrative:
Based on the reserved lot investigation of lot 60406, no abnomaltities were found with the product. However, the circumstances of the complaint was traced to inadequate instructions of device use and in the future the IFU will be modified to further establish techniques for controlling the use of the safety pen needles.

Event description:
A representative for remedi seniorcare reports that when using easytouch safety pen needles item number 830536 lot 60406 the safety pen needles are not completely injecting the insulin dosage into the patients. Several users of the pen needles report that the needles are loose, leak and leave a small amount of insulin remaining in the safety mechanism of the product.